Event description:
Customer confirmed that the patient refused to provide further information on their status. Patient outcome is unknown.

Manufacturer narrative:
Patient outcome is unknown.

Event description:
A user facility reported that a patient had experienced burns and facial pain the next day following a thermage treatment. The patient was given vitamin a and c cream to treat the burns and was reported possibly needing steroids. The current status is reported as linear streaks with a possibility of permanent scarring. Solta medical cryogen and 1/3 bottle of coupling fluid was used during treatment with the highest energy level at 1.5. No errors or issues during treatment were reported. The patient had not undergone any other treatments in the same symptom area on the same day or within 30 days prior to the procedure day. The treatment tip was not inspected before the procedure or at anytime during. A dent was observed on the tip after the procedure was completed.

Manufacturer narrative:
The data log and treatment tip from the patient event were returned for evaluation. The data log showed errors had occurred during the treatment. An error indicates a recoverable problem that requires operator intervention. If the error occurs during a radio-frequency treatment, the radio-frequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into "action required" mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. The treatment tip was evaluated and passed the flow testing; however, the tip failed leak and thermistor testing. The tip had also failed visual inspection, as a dent and hole/tear were observed on the tip membrane. No functional testing could be performed due to the hole/tear in the tip. Holes/tears on the tip membrane can cause the radio-frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and could possibly cause patient burns. Dents on the tip membrane do not cause any risks to patients during treatment. The thermage user manual and technical bulletin instruct the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. According to thermage cpt system technical user¿s manual, burns and discomfort are known possible patient reactions to a thermage cpt treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the hole/tear on the tip membrane most likely caused this event. It is unknown what caused damage to the tip membrane. All treatment tips are visually inspected during manufacturing. No corrective action is required.